Event description:
It is reported that the locking ring was missing, so the surgeon used the ring of a 52 mm shell with the 50 mm shell to complete the surgery.

Manufacturer narrative:
Eval summary: no stock available for stock investigation. A quality hold has been placed on this lot of material. There have been 5 other reported cases for missing locking rings with part family 6202. There have been no other complaints reported for this lot of material. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.